Manufacturer narrative:
(B)(4).

Event description:
Customer reported after about twelve hours the catheter was "non-functional anymore" and "there was no number to read for the pressure". No patient harm was reported. The catheter was replaced.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported after about twelve hours the catheter was "non-functional anymore" and "there was no number to read for the pressu re". No patient harm was reported. The catheter was replaced.